Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase on the thresholds since implant. Additionally, there was noisy signals from the implant procedure. Furthermore, the system exhibited and infection. The patient was treated with intravenous antibiotics. A revision was performed and the implantable cardioverter defibrillator (ICD) with this rv lead were explanted while two non-boston scientific leads remain in service. No additional adverse patient effects were reported. The rv lead was not returned for analysis.